Event description:
The product was used during a hip joint replacement procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported that no pt injury occurred.